Event description:
It was reported that a device alarmed for a system error 322. There was no report of patient injury.

Manufacturer narrative:
Manufacturer ref no.: (B)(4). The involved device is currently being evaluated by baxter. A supplemental will be submitted when the evaluation is complete.